Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) regarding a patient receiving remodulin 10 mg/ml for a unknown total dose via an implantable pump. It was reported the diagnosis was post system modification wound infection. No action was reported. The outcome was not reported. The event date was (B)(6) 2018. No further patient complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) indicated the patient's weight was (B)(6). It was noted that medications (cefazolin and clindamycin intravenous (IV)) were administered. It was noted the device was still in use. The outcome of the event resolved on (B)(6) 2018. It was noted the patient had increased serosanguinous drainage through the dressing and pain/pruritus around the incision. It was noted to be related to procedure (system modification) and related to the refill process. No further patient complications were reported.